Event description:
It was reported that labeling error occurred with syringes 1ml s/t w/ndl sftygld 25x5/8 rb. The following information was provided by the initial reporter, "different product the customer bought 305903, but 305904 was in the box". 45 occurrences were reported before use.

Manufacturer narrative:
H.6. Investigation summary: nineteen 3ml syringes in blister packs confirmed to be from batch #8316763 (B)(4) were received and evaluated. Eighteen were observed to be in fully sealed packages and one was opened. It was reported the labels on the boxes were from batch #8319602 (B)(4) while the blister packs were from batch #8316763 (B)(4)therefore, a mixed product condition was present. There is a total of 5 boxes that hold 50 blister packs each at the offload station. If these boxes are not cleared prior to manufacturing the next batch they will continue through the offload station and potentially be loaded on the pallet with the correct finished product. Therefore, the scope would be 250 defective, mixed product syringes on the first layer of the first pallet. Potential root cause for the mixed product defect is associated with improper line clearance procedure. Most likely the previous product packaged was left in the boxes at the offload station. Followed by no verification of the line clearance as per procedure and an incorrect first piece inspection. Batch 8319602 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. H3 other text : see section h.10.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that labeling error occurred with syringes 1ml s/t w/ndl sftygld 25x5/8 rb. The following information was provided by the initial reporter, "different product the customer bought 305903, but 305904 was in the box". 45 occurrences were reported before use.